Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigator is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
The customer reported that the intellivue multi measurement server x2 reporting "shocks patients when connected to spo2". No other clinical information or medical intervention was reported. No spo2 sensor information provided. The device was in use on a patient.

Manufacturer narrative:
The following communications were performed; good faith efforts for additional information were sent. During investigation it was clarified there was no actual harm to the patient. No additional information was provided about the spo2 sensor and not returned for evaluation. No additional diagnostic/functional testing was performed by philips. Based on the information available the cause of the reported problem was unable to be determined. No further information was provided. Spo2 sensor not returned to philips for evaluation. Therefore, the complaint allegation cannot be confirmed, and the cause of the reported allegation is undetermined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.